Event description:
It was reported following placement of a renal stent, the arteriotomy locator of an angio-seal device would not advance into the left common femoral artery (cfa). A second angio-seal device was opened and deployed. The pt developed a hematoma and manual compression was applied for 20 minutes without resolution of the hematoma. The physician performed a cut down procedure on the left groin. Hemostasis was observed at the arteriotomy site; however, after some direct manipulation of the angio-seal device, blood began to spurt from the arteriotomy. The physician stitched the cfa leaving the angio-seal device in place. He noted the cfa felt calcified, while the superficial femoral artery and profunda felt "soft". There were no pt consequences. This event occurred during certification training with a st. Jude medical rep present.